Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.2 and its hardware had failed. A field service engineer (fse) had checked the station and found that the network cable was incorrectly plugged into the back of the unit. The fse reconnected the cable, rebooted the station, and tested it successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers failed and required maintenance. The customer reported that all drawers, the tower, and the refrigerator had failed, and the station was offline in rss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.